Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. During visual inspection the damaged door was identified. The cause of the damage is unknown. To resolve the issue the door assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had a damaged door. There was no patient involvement. Additional information was requested and is not available.